Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 24 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pull out (closure separation) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, the device experienced stopper creep out and loose closure. The following information was provided by the initial reporter. The customer stated: when the customers has opened closures and put them back to tube they don't stick.